Manufacturer narrative:
E1: (B)(6) medical center. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a defective patient set board. The reported issues (e931 and e309 error codes) were not confirmed. In addition, service found that the video socket connector had a defective locker. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image occurred due to patient board set failure or due to connection failure with video connector. However, a conclusive root cause could not be determined. As a result of formal investigation, a design change was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device was not displaying an image with 180 scopes. It was also reported that the subject device displayed an e931 error code (white balance failed) and an e309 error code (light source connection failure) with clv-190 (evis exera iii xenon light source). There was no report of patient or user injury due to the event. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. This report is being submitted for the reportable malfunction of no image.